Event description:
The customer received questionable high free thyroxine (ft4) results for 55 patient samples beginning on (B)(6) 2012. Data was provided for only two patient samples which occurred on (B)(6) 2012 on the analytical e module analyzer serial number (B)(4). The user stated the results were accompanied by data flags. Patient sample 1 initial result was 2.83 ng/dl and the repeat result was 1.43 ng/dl. Patient sample 2 initial result was 2.55 ng/dl and the repeat result was 1.14 ng/dl. All of the results were reported outside the laboratory. The repeat results were considered to be correct. The patients were not adversely affected. The field application specialist determined the reagent pack did not meet the customer expectations. He suggested the customer run qc on each reagent pack put onto the instrument. He was able to move the reagent pack to another instrument and it gave the same bad results. He replaced the reagent pack and all qc resulted within the specified values.

Manufacturer narrative:
The investigation determined it was very likely that the elevated recovery, seen on patient samples and controls, may be related to a calibration issue. As part of the investigation, the calibration data was reviewed and several calibrations with extremely high signals were seen. Within this investigation it was determined that such high signals are caused by premature liquid level detection (ldl). The most likely reasons for premature ldl are droplets on the inner sample cup wall or low calibrator volume. No issues were identified with the ft4 reagent. The erroneous results did not cause an adverse event.